Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on(B)(6) 2004. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2011 due to patient allegations of pain, discomfort, soreness, dysfunction and loss of range of motion. Patient's legal counsel further reported that liquid and fudge-like material were allegedly noted during the revision procedure. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "material sensitivity reactions. " and "elevated metal ion levels have been reported with metal-on-metal articulating surfaces."

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2004. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2011 due to patient allegations of pain, discomfort, soreness, dysfunction and loss of range of motion. Patient's legal counsel further reported that liquid and fudge-like material were allegedly noted during the revision procedure. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in revision operative report noted patient underwent a left hip revision on (B)(6) 2011 due to femoral osteolysis and alval. Operative report noted the presence of a cystic bulge with brown strong-coffee colored liquid, dark brown fudge-like rubbery material, granulation tissue, fingernail size hard black rock-like tissues, and erosion around the stem. The stem and acetabular cup were well fixed. Bone grafting around stem was also noted during the revision procedure. The modular head was removed and replaced with an active articulation liner and modular head.